Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.